Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).

Manufacturer narrative:
Complete initial reporter: (B)(6). Occupation: manager additional reporter: (B)(6) rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). H3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor failure alarm. Troubleshooting was unsuccessful. The customer was able to switch over to the inner lumen of the iab for alternate arterial pressure (ap) access. There was no patient harm or adverse event reported.